Event description:
The patient was admitted on brand a new monitor. The heart rate and rhythm were up on the screen, then they disappeared. The cables were changed. There was no success. The phillips support number was called. The monitor box was changed. The rate and rhythm returned.